Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported via regulatory agency left side "lumps", "pain", "tenderness", "numbness", "severe itching", "burning", "bubbling", "tightening", "underarm pain", and "pip implants changed to allergen, was not informed they could cause cancer¿, and ¿breast cancer is in close family very worried will have them removed with no replacement." Additionally, patient reported capsular contracture, baker grade IV. Patient also reported "hair loss", "insomnia", "brain fog", "anxiety", "asthma", "allergies", "vitamin d deficiency", "headaches", "malabsorption", "fibromyalgia", "dry eyes", "depression", "memory loss", "diverticula", and "severe heart palpitations"; these are not device related. Device has been explanted.